Event description:
It was reported to philips the device had an electrode plate (external paddle) failure. The device was evaluated by the customer with assistance from a philips call center representative and it was determined that the external paddle needed to be realigned on the defibrillator to return the device to working condition. The customer realigned the external paddle. The device remains with the customer.

Event description:
It was reported to philips the device had an electrode plate failure. There was no patient involvement.